Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 270-27-s without packaging. The provided sample was subjected to a visual inspection. As-received condition the clamp clip was open and the patient connector was not closed (the original wing cap was not handed over by the customer). Damages or other deviations were not detected at the sample. After opening the big white top cap we detected solution at the filling port (lli-cone). In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pump, the pump did work immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pump was tested. Nominal: 10 ml/h. Actual: 18.6 ml in 1 h; 34.3 ml in 2 hrs; 219.9 ml in 20 hrs. The flow rate of the inspected pump is within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. All available information has been forwarded to the actual manufacturer. If additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility ((B)(4)): pump-flow rate-fast.